Event description:
A healthcare professional (hcp) reported a pt expired while using the 1550 device for hemodialysis treatment. Follow up with the acute clinical supervisor (acs) reveals several hcp's going in and out of the pt's room state the pt was breathing at around 7:30am on the day of the event. According to the acs, at the time of treatment/initiation at 8:00am, the hcp's at the acute unit were unable to assess the pt's heart rate or blood pressure and noted no breath sounds from the pt, yet proceeded to initiated hemodialysis treatment. The acs relates that the physician entered the room just as the pt's blood began flowing through the dialyzer and declared the pt dead, at which time treatment using the 1550 was discontinued. The acs relates that the physician stated that "the pt had been dead awhile". The acs states the pt died from a cardiac arrest and pt's body temperature was found to have been decreasing during the night prior to the start of hemodialysis treatment.